Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, a review of the pump black box data showed no evidence of short battery life. The battery compartment was observed to be cracked from threads down to the case seal on the side. The returned battery cap was undamaged and able to fit securely to maintain electrical connection. The pump powered on and the ez-prime steps were performed correctly with no alarms. All current readings were within specification. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board or cgm module. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.